Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red skin irritation under the front therapy pad of the lifevest equipment. The patient's physician advised temporary removal of the lifevest. Outcome of the irritation is unknown as follow up attempts were unsuccessful.